Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2013448) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of tendonitis ('recurrent tendonitis all over the body') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced tendonitis (seriousness criteria medically significant and intervention required), exostosis ("heel spurs on both feet"), blindness ("significant loss of vision") and urinary tract infection ("urinary tract infections") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure by salpingectomy with coronectomy). Essure was removed on (B)(6) 2020. In 2020, the tendonitis, weight increased, exostosis, blindness and urinary tract infection had resolved. The reporter provided no causality assessment for blindness, exostosis, tendonitis, urinary tract infection and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of tendonitis ('recurrent tendonitis all over the body') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced tendonitis (seriousness criteria medically significant and intervention required), exostosis ("heel spurs on both feet"), blindness ("significant loss of vision") and urinary tract infection ("urinary tract infections") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure by salpingectomy with coronectomy). Essure was removed on (B)(6) 2020. In 2020, the tendonitis, weight increased, exostosis, blindness and urinary tract infection had resolved. The reporter provided no causality assessment for blindness, exostosis, tendonitis, urinary tract infection and weight increased with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.